Event description:
Customer reportedly obtained results of 593mg/dl and 238mg/dl on the same device within 10 minutes. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent. No strip information provided. No quality controls were used.